Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0wsf8, product type: lead. (B)(4).

Event description:
The consumer and manufacturer representative reported that the patient just got home from the trial procedure and the external lead wire got caught on a door handle and it pulled partially out on (B)(6) 2015. There appeared to be some part of the lead that pulled out of the bandage. The white connector came out from under the bandage and the patient's spouse re-taped the bandage. The patient was having great results from the test so far and had no issues.